Manufacturer narrative:
The ventilator was investigated by our field service engineer. He found the metal cylinder holding the lock in the locking arm of the user interface holder was broken causing the lock to malfunction. The user interface holder was replaced and the ventilator was returned to clinical service. The user interface with the locking arm has not been investigated, but exposure to mechanical or subjecting to impact forces greater than it's designed to sustain can cause breakage. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier.

Event description:
It was reported that the locking arm which holds the panel on the ventilator was not locking nor releasing. There was no patient involvement. (B)(4).